Manufacturer narrative:
Immucor technical support used a remote electronic access method to assess the testing well images in question on (B)(6) 2016. The test well in question which was unexpectedly negative from the instrument in question was visually showing slight red blood cell adherence. This was well number two (2) of the antibody screen, which was known to be e antigen positive. An immucor field service engineer (fse) visited the customer site to assess the testing instrument in question on (B)(6) 2016. The immucor fse noted discoloration in the system liquid lines, from the fluidics module to the washer and probe rinse tower, and therefore replaced the parts. The fse also adjusted the upper lamp voltage from 4.25 vdc to 4.49 vdc, and also adjusted the color balance.

Event description:
On (B)(6) 2016, a customer site reported an unexpected negative antibody screen when tested on a galileo echo instrument.